Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical devices: d314trg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. Non-sustained ventricular tachycardia (nsvt) episodes and short r-r intervals were noted. The lead was explanted and replaced. It was also reported that the left ventricular (lv) lead was returned to the manufacturer after being explanted and replaced to create access for another lead. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.